Manufacturer narrative:
At this time, this pacemaker is not expected to be returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sales representative reported significant variances in the battery status indicator of this pacemaker during the last four device checks (1yr in (B)(6), 2.5yr (B)(6), 2 yrs (B)(6) and last check 0.5yrs) and wanted to know why. Technical services and caller discussed potential of being on edge of adjacent current bins when device calculating remaining longevity. Recommendations on how to proceed were also discussed. Additional information was received indicating that physician elected to replace this device as patient is dependent. This pacemaker was explanted. No additional adverse patient effects were reported.